Manufacturer narrative:
The device sc-2317-70 serial number (B)(6), was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device <qrb>.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to high impedances detected. Post operatively the patient is expected to fully recover. The explanted device will be returned to the manufacturer for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to high impedances detected. Post operatively the patient is expected to fully recover. The explanted device will be returned to the manufacturer for analysis.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <qrb>.